Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-4318, lot # 23543367, description: clik x anchor sterile kit. Model #: sc-2218-50, serial #: (B)(4), description: linear st lead kit 50 cm. Model #: sc-2218-50, serial #: (B)(4), description: linear st lead kit 50 cm. It is indicated that the explanted devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's leads migrated. X rays were performed and they showed that a lead migrated caudally towards the ipg and the lateral image confirmed that another lead also migrated out of the epidural space. The patient underwent an explant procedure where all leads and the clik anchor were removed.